Event description:
It was reported that this lead was capped due to a product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the aware date of the complaint.

Event description:
It was reported that this lead was capped due to a product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.